Event description:
It was reported that one day post implant, the right atrial lead had dislodged. The patient was monitored for a few days and the lead was noted to have decreased impedance, decreased sensing, and increased threshold. The lead was replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.